Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14269. It was reported, the pt is experiencing variable stimulation. The pt also reported, she has not kept up with charging her ipg. Surgical intervention is pending to replace her lead and ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.